Manufacturer narrative:
(B) (4)

Event description:
Procedure type: colectomy. According to the reporter: the pt came in for a colonoscopy with abdominal pain. During the colonoscopy, a mass was found in the cecum (right colon). The pt had an open right colon resection on (B) (6) 2010. The vessels of the mesentery were tied off using 2/0 polysorb suture ties and clips. The proximal transection was made on the ileum using a gia80-4.8 stapler. The distal transection was made on the transverse colon using a gia80-4.8. The side-to-side anastomosis was made using a gia80-4.8. The enterotomy was closed with a ta60-4.8. There was minimal blood loss during the procedure (less than 100cc). The staple line was inspected for proper staple formation and bleeding prior to closing the pt's abdomen. Post-op, there was no rectal bleeding for the first 8 hrs. At hour 8, as per standard protocol for this procedure, the pt was given medication called arixtra to prevent dvts. Following this drug being administered, the pt started bleeding from the rectum and was beginning to become hypertensive. The pt returned to the operating room to address the rectal bleeding at approximately 12 hrs after the initial surgery was completed. After opening the pt's abdomen, it was noted that there was no blood in the pt's abdomen and the bleeding was isolated to inside the colon. An ileostomy was performed and the pt was taken off the arixtra. She refused blood transfusions after multiple discussions with her health care team, due to religious reasons even though she was anemic and had low iron levels due to the rectal bleeding. Pt expired on (B) (6) 2010.